Event description:
A patient service representative contacted zoll customer support to report that a (B)(6) male patient's battery charger/modem was not recognizing his battery packs. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger will not recognize battery pack) has been confirmed. Upon investigation, the batter charger/modem was resetting. The cause for the failure was isolated to contamination in the battery charger. The root cause for the contamination could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the contaminated charger. The patient rec'd a replacement battery charger/modem.